Event description:
(B)(4). Chronic pelvic pain, inflammation, sciatica pain, numbness in my legs and feet, heavy and irregular bleeding, dizziness, migraines, hair loss, extreme debilitating fatigue due to the pains. Painful periods, painful intercourse, vomiting, stabbing pelvic pain and vaginal pain, rashes all over the body, been like this for 2 years, will be needing a hysterectomy to remove device seen oncologist. Also abnormal cancer labs tested positive unspecified cancer and abnormal hormone lab results. Unexplained weight gain.